Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he went swimming with his pump the day prior and received an error on his pump. His blood glucose was between 60 mg/dl and 69 mg/dl. The customer stated that the critical pump error image was on the screen. It was reported that the display screen showed an open book icon and an x. It was advised that insulin pump would need to be replaced. The pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm. Insulin pump was received with critical pump error (open book image) alarm and pump error alarm is found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify missing segments/partial display due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. No moisture damage found on the keypad assembly. Insulin pump was received with scratched case, case cracked behind the insulin pump near the battery compartment, pillowing keypad overlay, and minor scratched lcd window.